Event description:
Boston scientific received information on (B)(6) 2014 that this patient contacted boston scientific's patient services (ps). According to the patient, this device generated beeping tones (3-4 beeps) last night and this morning. The patient has not undergone any recent medical procedures and environmental factors, i.e. Magnetic fields greater than 10 gauss, smoke alarms, or other explanted devices were ruled out. The patient was directed to contact the physician to discuss further. Subsequently, boston scientific received information that the clinic's health care professional (hcp) contacted boston scientific's technical services (ts) to report that 'explant' indicators had been reached on (B)(6) 2014 and that the patient heard beeping tones from the device. The device was implanted in early-mid-(B)(6) 2014. Ts was informed that all device outputs had been programmed to 3.5 volts at 0.5 ms. The power consumption is 61 microwatts which is 103% of expected energy. The hcp commented that the charge time was 20.2 seconds. Ts informed the hcp that the charge time triggered the explant indicator. Ts recommended that the patient should be scheduled for immediate device replacement and to return the device back to boston scientific for laboratory testing. The local representative was contacted and was informed of this product experience (pe) with a recommendation that the device should be immediately explanted.

Event description:
Boston scientific received information that this patient was presented back to the ep laboratory. The device was explanted and replaced due to premature battery depletion, charge time of 20.2 seconds and replacement indicators.

Event description:
Subsequently, boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that a manual capacitor reformation had not be performed at implant. The battery gauge showed 8 years remaining at that time. The local representative asked how often automatic capacitor reformations (acr) are performed. The local representative was informed that acrs are performed every 180 days from battery attachment. In review of the use before date, it appears that this device was manufactured sometime in february 2014. This would mean that the 180 day timeframe would have expired this month which appears to correlate with the most recent acr. Ts contacted the physician to confirm that has been no other malfunctions of this nature specific to this platform of devices. Ts addressed questions relating to existing patterns in the product performance report for the overall platform family (from cognis/teligen going forward) and changes in manufacturing process in the high voltage capacitors, transformer and high voltage charging circuitry. Ts discussed the estimate for device changeout and how this device monitors longevity. The physician had questions concerning the low voltage capacitor failure mode and how longevity is managed. Boston scientific received information that this patient has been scheduled for device replacement in (B)(6) 2014.

Manufacturer narrative:
(B)(4). Upon receipt, the device was successfully interrogated by boston scientific's quality assurance laboratory and was found with a battery status indicator of elective replacement indicator (eri) at 3.104 volts. A review of stored data found that replacement indicator had been triggered while implanted. Engineering calculations determined that this device did not meet expected longevity. The device had declared eri on (B)(6) 2014 as a result of a 21.18 second charge time (automatic capacitor reformation). There were no faults recorded in device memory. The last delivered shock occurred at implant on august 11, 2014. This 21 joule shock had a charge time of 3.87 seconds. The device's casing was opened and internal electrical measurements found that the battery cell voltage was 3.072 volts. Internal electrical testing did not identify any anomalies. The header and output capacitors were removed. The measurements of the transformer secondary windings were normal. All of the low power supply voltages were within specifications. Another set of output capacitors were connected to the device and a capacitor reformation was performed. The charge time was 19.4 seconds which is longer than expected. Detailed analysis determined that the long charge time was the result of an intermittent connection of a component on the high voltage charging module. While this resulted in premature eri declaration in this device, therapy would have been available to the patient if required. Failure analysis will continue in order to determine the root cause of this connection issue.

Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service.

Manufacturer narrative:
(B)(4). Upon receipt, detailed analysis will be performed to determine root cause.

Manufacturer narrative:
(B)(4).

Event description:
The device was received at boston scientific's return products department.